Event description:
The user facility reported, that the device pin was wobbling, during procedure.  The surgeon used the collet, despite the wobbling. After the surgery, the postoperative image showed, that the pin was out of alignment by about 5mm. A new surgery was performed to correct this.

Manufacturer narrative:
Device evaluation: follow-up report submitted, to document device evaluation results.

Manufacturer narrative:
Appropriate term/code not available chosen as there was a misplaced pin found in post operative imaging that had to be corrected with additional surgery.

Event description:
The user facility reported that the device pin was wobbling during procedure.  The surgeon used the collet despite the wobbling. After the surgery, the postoperative image showed that the pin was out of alignment by about 5mm. A new surgery was performed to correct this.